Event description:
Same event as manufacturer's report#:3004878732-2006-0052. Per review of the cath lab report, it was further reported that during a pci procedure, two dissections occurred. The lesions being treated were in stent restenosis with 70% diffuse stenosis at the aperture of the left anterior descending artery (lad). There was 100% occlusion after the first branch of the proximal segment (in the original proximal stent). First, another manufacturer's balloon was used to expand the mid lad at 12atms for 13 seconds, stenosis between the two stents at 12 atms for 14 seconds, and distal stenosis of the distal stent at 8 atms for 60 seconds. The 2.5 x 10mm ultra 2 cutting balloon was then inserted to additionallyexpand the distal portion of the distal stent with three inflations, 12 atms for 13 seconds, 10 atms for 60 seconds, and 10 atms for 48 seconds. The cutting balloon was withdrawn to the proximal stenosis and would not inflate, which showed that a rupture had occurred with previous inflation.a dissection was noted and a 3.0 x 28mm taxus liberte stent was deployedat 13 atms for 40 seconds. Angiography showed that the lesion was controlled. A 3.0 x 15 ultra 2 cutting balloon was the used to expand the mid segment of the proximal stent, inflated to 12 atms for 60 seconds, 13 atms for 30 seconds, and 16 atms for 28 seconds. The patient experienced chest pain and medication was given with no effect. Another manufacturer's thrombolysis catheter was sent in for thrombosis treatment with no effect. Arteriography showed a dissection at the proximal end of the stent, so a 3.0 x 24mm taxus liberte stent was deployed at 12atms for 12 seconds, again 12atms for 12 seconds, and 16atms for 15 seconds. The final arteriography showed good stent placement with no residual stenosis, and blood flow into the lad was timi 2, so the procedure was ended.

Manufacturer narrative:
As the lot number is unknown, the device history records reviewd could not be performed. The complaint source confirmed that the product for this complaint had been disposed, therefore, no analysis was possible, and no root cause could be determined.